Manufacturer narrative:
(B)(4). It was reported that a shutdown occurred during registration and registration had to be restarted three times in order to have a satisfying result. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the shutdown was caused by a force sensor disconnection. It is assumed that the cable was twisted or slightly pulled out and that device detected though a variable whose limit was overpassed. The device behaved as expected. For the registration issues, there was no failure of the device. However, there was a use error, image points were modified without modifying the robot's point, which is not recommended in the IFU.

Event description:
During the first registration for the seeg the robot crashed. The 2., 3. And 4. Registration showed a insufficient accuracy warning message. Dr. (B)(6) checked the accuracy on the verification and with the last one, he was ok to do surgery.